Manufacturer narrative:
Qn#(B)(4). A device history record review could not be performed as the lot number provided does not match to the product code reported on the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer states that they have 14 visistat that failed during use. The staplers are misfiring and not closing properly. No injury reported.

Event description:
Customer states that they have 14 visistat that failed during use. The staplers are misfiring and not closing properly. No injury reported.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73a2200582 was manufactured on 01/18/2022 a total of (B)(4) pieces. Lot was released on 01/31/2022. DHR investigation did not show issues related to complaint. Complaint verification testing could not be performed as no sample was returned for analysis. P/n 528135 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) staplers were taken from the current production from p/n 528435 deroyal surgimate 35w 24/ case lot# 73j2200728 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.